Event description:
It was reported that the patient had presented to the emergency department with loss of consciousness and syncope. The representative interrogated the system and found both the right atrial (ra) lead and the right ventricular (rv) lead with fracture that had caused loss of capture, oversensing and out of range impedance measurements above 3000 ohms. Subsequently, a lead revision was performed, the right atrial (ra) lead and right ventricular (rv) lead were surgically abandoned. In addition, asystole greater that 2 seconds was noted. The ra and rv lead were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient had presented to the emergency department with loss of consciousness and syncope. The representative interrogated the system and found both the right atrial (ra) lead and the right ventricular (rv) lead with fracture that had caused loss of capture, oversensing and out of range impedance measurements above 3000 ohms. Subsequently, a lead revision was performed, the right atrial (ra) lead and right ventricular (rv) lead were surgically abandoned. In addition, asystole greater that 2 seconds was noted. The ra and rv lead were successfully replaced. No additional adverse patient effects were reported. It was reported that the recently implanted right atrial (ra) lead and right ventricular (rv) lead were exhibiting noise and pacing inhibition due to subclavian crush. It was physician decision to explant all recently implanted leads and the surgically abandoned leads, and to implant other ra and rv lead instead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 198mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that the patient had presented to the emergency department with loss of consciousness and syncope. The representative interrogated the system and found both the right atrial (ra) lead and the right ventricular (rv) lead with fracture that had caused loss of capture, oversensing and out of range impedance measurements above 3000 ohms. Subsequently, a lead revision was performed, the right atrial (ra) lead and right ventricular (rv) lead were surgically abandoned. In addition, asystole greater that 2 seconds was noted. The ra and rv lead were successfully replaced. No additional adverse patient effects were reported. It was reported that the recently implanted right atrial (ra) lead and right ventricular (rv) lead were exhibiting noise and pacing inhibition due to subclavian crush. It was physician decision to explant all recently implanted leads and the surgically abandoned leads, and to implant other ra and rv lead instead. No additional adverse patient effects were reported.